Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the customer had changed her infusion set on the day of the event. It was reported that the customer was disconnected during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.